Event description:
During an esophageal carcinoma resection the device functioned as intended. On the first day post-operatively, there was bleeding in the anastomosis. Subsequently, the blood leaked into the lung which caused hematemesis. Consequently, the patient expired due to respiratory complications.